Manufacturer narrative:
The device crb 33350 (lot 14025288) is distributed outside the united states; however, it is similar to the united states product cxs 33350. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
During inflation, the luer hub of the cypher select was noted to be cracked.